Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device is not keeping alarms settings for spo2 and bpm. No known impact or consequence to pt.